Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements. The specific shock impedance measurements were not provided by the physician or facility. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.